Event description:
Maude report (B)(4) voluntarily submitted by patient states that patient underwent revision surgery to repair a failed depuy pinnacle hip implant with ultamet liner, and that metalosis was noted intraoperatively. Also, about four weeks after the revision surgery, patient heard a loud popping sound and their hip dislocated. Patient states they have had pain both before and after the revision surgery. The report does not indicate the manufacturer of the products implanted at the time of the revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the DHR (device history record) for product number 136551000, lot number 2071398 found no anomalies. Review of the device history records and/or a complaint database search was not possible for the depuy metal liner as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.